Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side implant exchange, due to the patient's concern with the product and rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported right side implant exchange due to the patient's concern with the product and rupture confirmed via ultrasound, MRI, and mammogram. Device was explanted and replaced.